Event description:
This report summarizes 81 malfunction events in which the device reportedly overheated. - 67 events had no patient involvement; no patient impact. - 14 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 81 events were reported for this quarter. Product return status: 1 device was received. 1 device was not available for evaluation. 79 devices were evaluated based on historical data analysis. Additional information: 81 devices were not labeled for single-use. 81 devices were not reprocessed or reused.